Manufacturer narrative:
The locking mechanism was stable without movement when closed but the locking mechanism was adjusted too loose. Device history record reviewed for product ID a1059 showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported event was confirmed. The underlying root cause for the reported event is unknown, however, possibly caused by the normal wear.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp did not stay locked at first handling on an unspecified date. There was no impact on the patient. Complementary information was received on 14dec2018 indicating that a (B)(6) year old female patient was undergoing an ablation of a right cerebral fronto-parietal tumor. It was reported that when riging up the device, spontaneous unlock of the torque screw was felt and observed by users. They screwed the torque screw to 60 pounds (lbs.) Per square inch (psi). The pressure applied went from 60 lbs. Psi to 40 lbs. Psi. No other incident occurred during the surgery.